Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes there was under-fill or low draw of a tube with blood the following information was provided by the initial reporter: the customer stated "there was a problem in filling the tubes. This issue was observed in different care services. The issue is underfill.